Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/05/2023, it was reported by a distributor via (B)(4) that an ar-1005 driver weld failed on the part that holds the jaw. This was discovered during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Visual inspection identified jaw tapped of the distal end of the staple driver had broken. The shaft sub-assembled, knob and spring were not returned with the device. Rust spots were observed in the knurling area. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage. Manufactured on 05/2010.